Event description:
It was reported that the device was returned for repair. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the ring and one side bail were missing, the battery drawer was broken, the battery release was contaminated and the keyboard pad was cosmetically damaged.